Event description:
The customer reported that the pump had a blank display. It was indicated that customer had to go to the hospital due to moderate ketones. The pump was not available to troubleshoot at the time of call. Advised the customer to call the help line when the pump is available for testing.